Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy procedure, the device was opened to the sterile field and when attempted to use it, it jammed. They opened a new stapler and was used successfully. The procedure was completed as planned with no harm to the patient.